Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead exhibited loss of capture at maximum output, high impedance and noise. The lead was fractured. The lead was reprogrammed, the patient was released for home.